Event description:
It was reported that the cannula detached from the infusion site on the abdomen in the middle of the night after an unspecified period of pod wear. It was further noted that the adhesive was not properly adhering to the skin. This resulted in the patient¿s blood glucose level increasing to above 13.9 mmol/l (250 mg/dl). The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula or adhesive failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.